Event description:
It was reported by service report that the fowler would not lay flat because it was leaking fluid around the base of the piston. No patient involvement or adverse consequences are reported.